Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving baclofen, concentration 2000 mcg/ml at dose 1151.5 mcg/day via intrathecal drug delivery pump for an unknown indication for use. It was reported that diagnostics showed a motor stall occurred, the pump recovered then stalled again. Withdrawal occurred. There were no known environmental, external and patient factors that may have led or contributed to the issue. The pump was scheduled to be replaced the morning of (B)(6) 2017. The issue was resolved and the patient status was "alive - no injury" at the time of this report. Pump event logs showed a motor stall occurred (B)(6) 2017 at 17:02, motor stall recovery occurred (B)(6) 2017 at 23:25 and motor stall occurred (B)(6) 2017 at 01:11. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. The root cause, if available, is documented in the referenced investigation record: recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(6) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the pump was sent back for evaluation. The withdrawals and motor stalls were not resolved. The pump was replaced (B)(6) 2017. No further complications were reported.